Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of worsening mitral regurgitation (mr), hemolysis, and mitral valve tissue damage are listed in the mitraclip system instructions for use (IFU), as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report post the tissue damage, hemolysis and recurrent mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to <1. On (B)(6) 2019, mr grade increased to 3+ and a cardiac murmur was noted. On (B)(6) 2019, hemolysis was suspected between the clips. On (B)(6) 2019, it was confirmed that the anterior leaflet was torn near the second clip. It was suspected that the leaflet tear contributed to the hemolysis and increased mr. The clips remain stable on both leaflets. The patient remains in coronary care unit since the initial procedure due to hemolytic anemia. The patient has no appetite. No additional information was provided.